Event description:
The following observation was made on a reply dr demo device: the rest rate is programmable in ddd/ddir and safer/ddir pacing mode, in case the sensor calibration is programmed to "rrfix". Nevertheless, it is not programmable when the sensor calibration is programmed to "rrauto". The complainant wants to have clarifications about when rest rate can be programmed.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.